Manufacturer narrative:
Additional information (17-april-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Service found signs that liquid had dripped in the reagent 1 probe area. The reagent 1 probe was replaced, and no other discordant results were reported by the customer after the service actions. The cause of the event was a leaking reagent 1 probe. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00111 was filed 27-march-2024.

Event description:
Three (3) falsely elevated carbon dioxide concentrated (co2_c) patient sample results were obtained on an atellica ® ch 930 analyzer. The falsely elevated patient results were not reported to the physician. The same samples were reprocessed two more times on the same atellica ® ch 930 analyzer. Lower results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide, concentrated (co2_c) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated carbon dioxide, concentrated (co2_c) results obtained on patient samples when processed on an atellica ® ch 930 analyzer. Siemens is investigating the event.